Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 5x15mm trek balloon was inflated twice when the balloon burst. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported separation. However, factors that may contribute to a separation may include, but not limited to, manufacturing damage, interaction with the anatomy and physician applies excessive force against resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code 1546 was removed.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 5x15mm trek balloon was inflated twice when the balloon burst. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR, the account confirmed that during the procedure, the balloon was separated 22.5 cm proximal (shaft). It was also confirmed that a balloon rupture did not occur as the information was misinterpreted when first received by the account. No additional information was provided.